Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that he was not receiving alerts on his (B)(4) on (B)(6) 2016. Patient reported that the dexcom applications alerts were functioning properly. No additional event or patient information is available.